Event description:
It was reported that capture thresholds had increased and sensing thresholds had decreased. Fluoroscopy revealed that the lead was dislodged. The lead was successfully repositioned and all values were in normal range.